Manufacturer narrative:
Covidien reference # (B)(4). The customer reportedly replaced the membrane and the overlay to resolve this issue.

Event description:
Covidien received information stating that during pt use, the silence and reset light emitting diode (led) was observed to be randomly blinking. The pt was manually ventilated and then transferred to another unit. There was no negative pt consequences reported.